Manufacturer narrative:
Date of event: unknown date in (B)(6) 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and outcome of the peritonitis were not reported. Action taken with pd therapy was not reported. At the time of this report, the patient is waiting to be hospitalized for catheter removal. No additional information is available.